Event description:
It was reported to philips that system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The rse reviewed the logfile and confirmed that the system was showing short circuits in the power inverter (point). The philips field service engineer (fse) visited the system onsite on another service request and upon functional testing, the fse found a problem with power inverter. To resolve the issue, the fse replaced the power inverter and performed the necessary calibration. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.